Manufacturer narrative:
(B)(4). Study source: non bsc clinical research study "(B)(4)" that evaluates bronchial thermoplasty in patients presenting with severe asthma and large mass of bronchial muscle.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. No issues were noted with the device. On (B)(6) 2014, the patient experienced an episode of exacerbated asthma with symptoms of cough. The episode of asthma were considered " moderate to severe". Prolonged hospital stay was required, and the event was reported as ongoing. No treatment has been reported. Should additional information surrounding the event become available a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty catheter was used during a bronchial thermoplasty procedure on (B)(6) 2014. According to the complainant, the patient underwent her third bronchial thermoplasty treatment to the right and left upper lobes on (B)(6) 2014. No issues were noted with the device. On (B)(6) 2014, the patient experienced an episode of exacerbated asthma with symptoms of cough. The episode of asthma were considered " moderate to severe." Prolonged hospital stay was required, and the event was reported as ongoing. No treatment has been reported. Should additional information surrounding the event become available a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The reported lot number ¿1598924¿ could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. However it was reported that the device was not used past the expiration date. Study source: non bsc clinical research study "asmatherm p120102 " that evaluates bronchial thermoplasty in patients presenting with severe asthma and large mass of bronchial muscle. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.